Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. A synch max energy shock was recommended by technical services (ts). This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, a defibrillation threshold (dft) test was performed, and the shock impedances were greater than 125 ohms indicated of an open circuit. Technical services (ts) discussed physician discretion options for replacing lead. This rv lead has been explanted at this time. Also, the ICD was explanted but due to other/non-product experience. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. A synch max energy shock was recommended by technical services (ts). This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, a defibrillation threshold (dft) test was performed, and the shock impedances were greater than 125 ohms indicated of an open circuit. Technical services (ts) discussed physician discretion options for replacing lead. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. A synch max energy shock was recommended by technical services (ts). This rv lead remains in service. No adverse patient effects were reported.